Manufacturer narrative:
B3. Actual event date is unknown.

Event description:
It was reported that this artificial urinary sphincter (aus) lost function approximately two months post-implant. The device was removed and replaced; at explant, air was observed in the device. No patient complications were reported.